Event description:
The articulation surface of the femoral component was not smooth. There was no pt involvement, therefore, no adverse consequence for any pt.

Manufacturer narrative:
Evaluation summary: the complaint was verified; but the condition would not likely be felt by the patient nor cause any problems had the device been implanted.